Manufacturer narrative:
Service rep reseated generator circuit boards and connectors to prevent lock-ups. Performed functional check. System fully functional.

Event description:
Customer reported intermittent system lock-ups after cine run playback.